Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation of the reportable malfunction (e433 error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal, which is set for testing, falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. The error message e433 can only occur during device startup. However, the potential cause for the error message arises during use. Based on the results of the investigation, the root cause could not be determined. It is likely the error message occurred due to one of the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the generator is booting (temporary error caused by user action). 3. A defective foot switch due to a short circuit in the connector (temporary error). 4. A defective foot switch due to a defective reed contact (temporary error). 5. A defective cable connection between the high voltage power supply (hvps) board and the generator board (temporary or permanent error). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective tr1 transformer on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. A missing drive signal for the output stage of the generator board (permanent error). 12. The output voltage is too low due to bad switching of the high frequency output stage on the generator board (permanent error). 13. The supply voltage from the hvps board is missing or too low (permanent error). 14. A defective hvps board due to a short circuit of the metal-oxide-semiconductor field-effect (mos) transistors (permanent error). 15. A defective motherboard due to a short circuit of the negative temperature coefficient (ntc) 1 resistor (permanent error). 16. A defective motherboard due to a defective adc (permanent error). 17. Defective transient voltage suppressor (tvs) diodes on the relay board (permanent error). In general, it is likely that only one component is defective in the case of permanent error patterns. However, the combined failure of the hvps board and the motherboard is known. In this case, a short circuit on the hvps board sometimes destroys resistor ntc1 on the motherboard. This may also destroy device fuses so that it is no longer possible to start the esg-400. E433 failures caused by the relay board have so far not been proven. Therefore, it must be assumed that such failures are extremely unlikely. From a technical perspective, the relay contacts can be ruled out as the cause, since the tvs diodes are located in front of the relay. As a result, these contacts cannot affect the measurement for error message e433. Additionally, both the low voltage power supple (lvps) module and the electronic components of the front panel can also be ruled out as the cause of the error message e433. It is also unlikely the hvps board failed. It is possible there is a defective generator board, in which case a deeper investigation of generator boards with error e433 found one possible cause to be a destroyed transformer tr1. Within the scope of change (B)(4), an improved generator board was introduced into production in early (B)(6) 2020. Lastly, user error cannot be ruled out. The following errors were also found during device evaluation but were determined to be non-reportable malfunctions; e622, e184, e183, and error e140. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed. In addition, the following errors were found: e622: unknown rebooting error, e184: uhf maximus deviation, e183: tsafety check pout max limit/ auto restart and e433: tb tvs diodes short circuit. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit (generator) had an e-716 error during maintenance of the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: error message, permanent reboot. There was no patient injury or adverse event reported to olympus.